Event description:
Reportedly, the pump ran out of insulin during the night while the customer was sleeping resulting in the customer's blood glucose being displayed as "high" (specific value not provided). Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history as the customer declined follow up contact.